Event description:
Pt underwent breast augmentation in 1987. Presents now with bilateral ruptured mammary implants. Pt to surgery in 2004 for removal of bilateral ruptured breast implants. Surgery performed was explantation of implant material bilateral, subtotal capsulectomy, bilateral augmentation mammoplasty, bilateral lateral breast reduction. Operative findings were ruptured bilateral silicone breast implants, bilateral capsular contracture, bilateral ptosis. Replacement was made with saline implants.